Event description:
On 08/07/1998 following an interventional procedure, an angio-seal device was placed using an antegrade puncture below the patient's inguinal ligament. The patient was noted to have coagulation difficulties (low ptt). However, the procedure was completed as normal and hemostasis appeared to have been achieved. The patient was transferred to the ward. Approximately two hours later the patient showed signs of instability and a pressure bandage was placed as there was no visible bleeding. Later the patient was taken to surgery where bleeding into the peritoneal space was discovered. The source of bleeding was repaired. However, the patient entered into hemorrhage shock and later expired. The cause of death was listed as hemorrhagic shock and dissemination intravessel coagulopathy.